Event description:
On (B)(6) 2025, it was reported by a facility representative via (B)(4) that an abs-10060 centrifuge is not working properly. Noticed during a case and swapped with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors such as improper loading of the centrifuge. Per dfu: ¿loading the variable volume separation chamber should always be the first step in the setup process. Loading the variable volume separation chamber and pressing down on the separation chamber plate will remove the excess air volume from the chamber. If the excess air is not removed, the separation chamber plate will not load properly.¿